Manufacturer narrative:
No product returned for evaluation. Should new relevant info become available, a follow up supplemental report will be submitted.

Event description:
Received info regarding multiple cartridge alarms with multiple cartridges during the load process. There was no reported impact to customer's blood glucose level. The customer was able to load a new cartridge successfully.